Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if the patient has been implanted with a new device as of the date of this report, june 15th, 2012.